Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report 17 of 19 received from (B)(6) stating that the device had debris in the sterile package. It is unk if the device was being used during surgery. It is unk if injury or medical intervention were reported. The date of the event is unk. There was no add'l info provided.